Event description:
It was reported that this programmer turned off suddenly while attempting to interrogate a device. No error codes were displayed on the screen. The battery had already been replaced. Boston scientific technical services (ts) recommended returning this programmer. No adverse patient effects were reported.

Event description:
It was reported that this programmer turned off suddenly while attempting to interrogate a device. No error codes were displayed on the screen. The battery had already been replaced. Boston scientific technical services (ts) recommended returning this programmer. No adverse patient effects were reported. This programmer has been received for analysis. The complaint device was not returned to boston scientific, therefore, product analysis could not be performed.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt. Although no error codes were observed on the field, detailed analysis confirmed error codes were present as a software issue. Similar product behavior has been seen previously and analysis of those occurrences determined this software issue may result when the model 3300 programmer is attempting to perform an action against a specific feature in the programmer's control center (e.g., multiple application utility or mau) that is no longer available as it was already terminated. This can happen when the programmer is shut down or when "quick starting" another pulse generator (pg) application. This unanticipated event sequence results in the display of an error code, and the need to restart the programmer to clear the error.